Event description:
Following a specific, unexpected workflow, ecaremanager users who have established a remote audio/visual link into a pt room will not see on their computer screen an icon indicating that their microphone has been muted. If the user follows a typical workflow, the situation does not occur.